Event description:
Healthcare professional reported, "left side deflation". Later, healthcare professional also reported, "left side capsular contracture, baker grade IV. Painful breast and deformity". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed, opening on the device. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: white particles observed, on the inside device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid/blood leak for the period of mar 2021 through feb 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device deflation.

Event description:
Healthcare professional reported "left side deflation." Later healthcare professional also reported "left side capsular contracture, baker grade IV, painful breast and deformity." Device has been explanted.